Manufacturer narrative:
Service review: a review of the service history record indicates that the device has not been serviced for a service condition that is relevant to the current reported condition. Device evaluation: this device was returned for service; however, did not meet manufacturing specifications during pre-repair assessment. During repair, it was determined that the reported condition was confirmed. The assignable root cause was determined to be due to wear from normal use over time. If additional information should become available, a supplemental medwatch will be submitted accordingly.

Event description:
It was reported from (B)(6) that during service and evaluation, it was determined that the bearings of the short attachment device were damaged, the nose cone was damaged, and the identification was unreadable. It was further determined that the triangle symbol was missing, a pen hp-0033-02 had wandered, the extension sleeve was damaged, and the ball bearings were worn. It was further determined that the device failed pretest for vibration, lock operation, and visual assessment. This event did not occur during surgery. There was no patient involvement. There were no reports of injuries, medical intervention or prolonged hospitalization. The exact date of the event was not reported, however, it was reported that the event occurred in 2018. All available information has been disclosed. If additional information should become available, a supplemental medwatch will be submitted accordingly.